Manufacturer narrative:
An event regarding malposition involving an unknown baseplate was reported. The event was confirmed through medical records. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: x-rays confirm stable cemented fixation of devices although the baseplate has malposition with an excessive posterior tibial slope of 15°. The configuration and alignment of the knee on x-ray confirm there must be gross instability of the knee due to insufficiency of both collateral and posterior cruciate ligaments. A principal and major contributor to the present knee instability was the excessive posterior tibial slope of the baseplate with an angle of 15°. Under normal implantation conditions, this should never be more than 5°, usually between 0° - 5°. From the patient-related perspective, there are no clear contributing factors. Body weight was normal with a bmi of 22 while activity level was not reported although at an age of (B)(6), excessive patient activity would be rare. Revision surgery was undertaken with triathlon ts devices which appears adequate for the instability problem although no further clinical or surgical details were provided. Principal failure mode is thus related to baseplate malposition and possibly choice for a cr device where a ps might have been more appropriate. Because optimal component choice and positioning are the responsibility of the surgeon, root cause of failure is procedure-related (cr component choice, baseplate malposition)". Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusion: clinician review of the records provided indicated that baseplate malposition in a prior unstable knee with choice for implantation of a cr knee contributed to progressive instability of the knee with secondary poly wear of the tibial bearing requiring revision. Further information such as device evaluation is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient felt pain in her left knee. Triathlon components were taken out (significant wear on polyethylene insert was observed). Triathlon ts construct was implanted. Update 2/10/2017: clinician review of the records provided indicated that baseplate malposition in a prior unstable knee with choice for implantation of a cr knee contributed to progressive instability of the knee with secondary poly wear of the tibial bearing requiring revision.